Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d9, e1(initial reporter), g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) reconnected all connector and checked machine getting on but after half hour automatic getting off. Then suspect on/off switch, solenoid driver board and main board need to check. Checked with new solenoid driver board, on/off switch, main board and data sate but problem remain same. Need to replace power supply. Due to issue in supplying the power supply. Customer declined the service.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the event site name is (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) was not getting on. The issue was found during routine check. Hence, there was no patient involvement.